Event description:
Customer called stating that patient had ingested three open lancets. The patient keeps the lancets in a cup and accidentally filled the cup with fluid and ingested the lancets. The patient was rushed to the emergency room where they were able to remove 2 lancets with only minor damage to the esophagus. The patient stayed overnight at the hospital.